Event description:
A malfunction code was reported with no notable events occurring prior to the issue. It is unknown if there was any adverse impact on the customer's blood glucose level. The customer was instructed to put the pump into storage mode and return it to tandem using a pre-paid label within 10 days, and a replacement pump was arranged. The customer will use multiple daily injections as backup therapy to ensure insulin delivery is not interrupted.